Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a heart condition, shortness of breath and headaches. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found black fine dust particulates consistent with keratin found in blower box, fluid ingress and mineral deposits observed in blower box and on blower. The manufacturer found no evidence of sound abatement foam degradation. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination of black fine dust particulates found in blower box, fluid ingress and mineral deposits observed in blower box and on blower. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience degraded and caused a heart condition, shortness of breath and headaches while using the device. There was no medical intervention required by the patient. The reported event of degraded and caused a heart condition, shortness of breath and headaches and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code.

Manufacturer narrative:
Additional information was received on jun 14, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience degraded and caused a heart condition, shortness of breath and headaches while using the device. Additional information was received about the alleged cancer.  The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.)  Section h1 was changed from malfunction to serious injury.  Section h6 health effects: clinical codes and health effects - impact code was updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a heart condition, shortness of breath and headaches. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.